Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that a yag laser capsulotomy was performed. Patient is happy with the right eye vision. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after bilateral implantation of intraocular lens (iol), the patient had reduced vision. Yag laser capsulotomy was performed. The patient was happy with the right eye. There are two medical device reports associated with this patient. This report is associated with the right eye.